Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter address 2: (B)(6). E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device revealed that the body was kinked at 59cm and 289cm from distal to proximal, additionally the distal tip was found bent, stretched and detached from 2cm from distal to proximal. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure based on the reported event detail and product analysis. It was observed that the body was kinked, distal tip was bent, stretched and detached, these issues could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling or technique, causing the reported event.

Event description:
Reportable based on the device analysis completed on 24feb2026. It was reported that the guidewire could not cross the burr. The 25mm x 2.0mm in diameter, 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending. During preparation, the guidewire could not cross the burr, after replacing the wire the same thing happened. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed a distal tip detachment.